Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm or battery out limit alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that a button may have been pressed down for longer than three minutes. Blood glucose level was not provided. No further information was provided.